Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the procedure started without complications. During the dissecting process, we saw how one of the wires of the fenestrated bipolar broke, staying exposed. The decision was made to change the instrument for patient¿s safety. The procedure was completed with no reported injury.